Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was a near patient fall when the mattress slid from the litter. There was no consequence or impact to the patient.

Manufacturer narrative:
It was reported by the sales rep that the customer indicated there was no defect with the product and that no further action was needed.

Event description:
This report summarizes malfunction event, where it was reported there was a near patient fall when the mattress slid from the litter. There was no consequence or impact to the patient.